Event description:
It was observed that during the device evaluation, the camera head exhibited disconnection in cable unit, poor contact of camera unit, flickered image and the camera head does not work. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction flickered image was due to disconnection in cable unit, and the malfunction camera head does not work was due to poor contact of camera unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.